Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Peritonitis was manifested by nausea and vomiting. The patient was hospitalized for the peritonitis event for approximately three days. The cause of the peritonitis was unknown. The patient was treated with vancomycin (intravenously while hospitalized and intraperitoneally after discharge from the hospital, dose, frequency, and duration not reported) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. No additional information is available.